Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer's health care professional recommended pump time segments be adjusted. Tandem technical support guided the customer through adjusting pump settings. Customer delivered a bolus to stabilize blood glucose level.